Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported there was a no-power issue with evidence of moisture within the battery compartment. The reporter noted there was no damage to the battery compartment or battery cap and the battery cap was able to be secured properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 10/10/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed unexplained rebooting events. A battery compartment crack was observed. Leak testing revealed a battery compartment leak. Moisture was observed within the battery compartment. The battery cap threads were damaged; moisture was observed on the underside of the battery cap. The battery cap was unable to secure properly to the pump; a power loss was not observed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.